Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure the incident consisted of the breakage of the cable of the intraoperative instrument during a suture regarding the mega suturecut needle driver instrument. On 11/22/2024, isi followed up with the customer and obtained the following additional information: there was no patient injury. The procedure proceeded robotically as planned, the customer had to change the mega suture for a new one, but the procedure went smoothly afterwards. The procedure was delayed the time it takes to fetch a new mega suture, remove the faulty instrument and insert the new one: 2 minutes. No fragment fell into the patient. The instrument was inspected prior to use with no damage noted. The end of the cable was visibly protruding from the distal end of the instrument.